Event description:
Leakage at the stamp during use. For further information, I would like to inform you that there were several leaks in the plunger of a 60ml syringe during production bd plastipak luerlok syringe was noticed. (Fluid runs past the stamp).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(6) - (B)(4) follow up MDR for device evaluation/additional information. Additional information: annex e and annex f codes updated to reflect no patient impact as reported by the customer. Device evaluation: two samples were provided to our quality team for investigation. Through visual inspection, liquid is observed between the stopper ribs, verifying the reported incident. There was no damage or other defect identified within the product to indicate why the leak occurred. A device history review was performed for reported lot 2402098, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned samples, all product was verified to meet required specification and no leakage was observed. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Leakage at the stamp. During use: for further information, I would like to inform you that there were several leaks in the plunger of a 60ml syringe during production. Bd plastipak luerlok syringe was noticed. (Fluid runs past the stamp). Per customer: ¿ what substance/drug was leaking from the syringe. No cytostatic substance / infusion solution. ¿ was there any harm to the user? No. ¿ if there is any visible damage or defect on the device? No.